Event description:
It was reported to medtronic neurosurgery that the pt developed chemical meningitis after being implanted with durepair.

Manufacturer narrative:
The date of the event is unk. It is unk if the device was explanted. It is unk if the physician used ancillary products or medication in conjunction with the durepair. Therefore it cannot be determined if durepair caused or contributed to the pt's symptoms. The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.